Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he cannot see as well as he expected. The consumer reported that immediately following his implant procedures, he could see well. Now he has noticed that when he plays golf, he cannot follow the ball when he hits it to about 150-200 yards. When he goes dove hunting, the consumer reported he cannot follow the birds as they fly overhead. The consumer reported his visual acuity measures 20/20. His surgeon has had him using over the counter drops for dry eyes. The consumer is disappointed that he cannot see better than this. He is scheduled to see his surgeon for a follow up visit soon. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).